Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was programmed with correct time and date. The pump was received with operating currents within spec. No unexpected off no power or low battery alarms were noted. The pump was received with intermittent buttons due to unlocked j2 connector at lcd board. The pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No time anomalies or frozen screens were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 284 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.